Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving clonidine with concentration 1500 mcg/ml at a dose rate of 120.2 mcg/day and morphine with concentration 25 mg/ml at a dose rate of 2 mg/day, and baclofen with concentration 1000 mcg/ml at a dose rate of 80.1 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced a shocking sensation at the pump since (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The patient also experienced a burning sensation at the pump site since (B)(6) 2019 (month and year known only). At the patient¿s las refill in (B)(6) 2019, the pump was flipped and the healthcare provider (hcp) had to flip it back to fill it. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the cause of the event was undetermined. The pocket was revised, and the pump was replaced on (B)(6) 2019. At pocket revision and pump replacement, the hcp prophylactically replaced the pump connector with new (model: 8784; lot: hg341p617). The explanted pump was returned to the manufacturer via (B)(6) on 2019-apr-17; the shipment tracking number was provided. The issue was resolved as of the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.